Event description:
It was reported that during a ptcra treatment procedure, the burr detached from the shaft during ablation and stuck in the artery. The lesion being treated was a long diffuse lesion in a small lad vessel. The case was completed using a cutting balloon and three cypher stents. Pt status is lsited as "well and stable."